Event description:
Information received from the field does not address the patient's clinical status but notes loss of capture and lead impedance >1990 ohms bipolar. The device was pro- grammed to unipolar and the lead impedance was 276 ohms. The device remains implanted.